Event description:
It was reported that a malfunction occurred with the customer's device, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions and assisted in resetting the device. After the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood and acknowledged.